Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and has changed out the infusion set and reservoir three times but alarm does not go away. Customer does not recall any significant events leading to the error. Troubleshooting was done for no delivery and assisted customer with priming. Customer's blood glucose was 179 mg/dl at the time of incident. Customer indicated that a new reservoir eliminated the issue and customer was advised to monitor the issue and call back if further issues persist.